Manufacturer narrative:
Consumer stated they experienced loose bridges. Date of event is approximate.

Event description:
Consumer called stating that vibrations from the diamondclean black power toothbrush made their bridges loose.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.